Manufacturer narrative:
Upon eval of the device the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt sensor leaked blood. The customer noted three occurrences. Although the pt's age is unk, the case is assumed to be pediatric due to the event occurring at a pediatric hospital; 1 cc blood loss. Product was changed out. Surgery was successfully completed.